Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during gastrointestinal anastomosis hernia repair, two sutures had detached needles and the threads broke. There was no patient injury.